Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. E1b event site name:.

Event description:
On 17th january 2024 getinge became aware of an issue with one of our columns: 118001b2 hybrid or table column, surface mounted. As it was stated, an issue with the vertical tilt sensor occurred during surgery on the anesthetized patient resulting in broken interlocking of hybrid or table column with siemens angiography equipment. It was resolved by restart of the device which consequently led to a delay. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur.

Event description:
On 17th january 2024 getinge became aware of an issue with one of our columns - 118001b2 - hybrid or table column, surface-mounted. As it was stated, an issue with the vertical tilt sensor occurred during surgery on the anesthetized patient resulting in broken interlocking of hybrid or table column with siemens angiography equipment. It was resolved by restart of the device which consequently led to a delay. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable.

Manufacturer narrative:
Getinge became aware of an issue with one of our columns - 118001b2 - hybrid or table column, surface-mounted. As it was stated, an issue with the vertical tilt sensor occurred during surgery on the anesthetized patient resulting in broken interlocking of hybrid or table column with siemens angiography equipment. It was resolved by restart of the device which consequently led to a delay. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. It was established that the device failed to meet the manufacturer's specification due to misalignment of trend sensor. The device was being used for patient treatment when the malfunction occurred. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however as per our complaint handling processes will continue to monitor the customer experiences with the device for any future information. The correction of b5 describe event or problem, d1 brand name, d4 catalog #, d4 serial #, d4 unique identifier (UDI) #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code ¿ explain, h4 device manufacture date and h6 medical device ¿ problem code fields deems required. This is based on the internal evaluation. Previous b5 describe event or problem: on 17th january 2024 getinge became aware of an issue with one of our columns - 118001b2 - hybrid or table column, surface-mounted. As it was stated, an issue with the vertical tilt sensor occurred during surgery on the anesthetized patient resulting in broken interlocking of hybrid or table column with siemens angiography equipment. It was resolved by restart of the device which consequently led to a delay. There was no injury reported, however, we decided to report the issue based on the potential for serious injury if the situation, namely the delay in surgery resulting in prolonged anesthesia time, was to reoccur. Corrected b5 describe event or problem: on 17th january 2024 getinge became aware of an issue with one of our columns - 118001b2 - hybrid or table column, surface-mounted. As it was stated, an issue with the vertical tilt sensor occurred during surgery on the anesthetized patient resulting in broken interlocking of hybrid or table column with siemens angiography equipment. It was resolved by restart of the device which consequently led to a delay. The incident was initially assessed as reportable due to a delay in surgery resulting in prolonged anesthesia time. Recently, the incident has been reevaluated as according to the medical expert's assessment, the procedural delay did not have any major clinical relevance in this situation. The scenario described in the record is considered as non-reportable. Previous d1 brand name: hybrid or table column, surface-mounted. Corrected d1 brand name: magnus operating table system. Previous d4 catalog #: 118001b2. Corrected d4 catalog #: n/a. Previous d4 serial #: (B)(6). Corrected d4 serial #: (B)(6) previous d4 unique identifier (UDI) #: n/a. Corrected d4 unique identifier (UDI) #: (B)(4). Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer. Corrected h3c if other provide code - explain: n/a. Previous h4 device manufacture date: 09/01/2013. Corrected h4 device manufacture date: 09/13/2013. Previous h6 medical device ¿ problem code: electrical /electronic property problem/device sensing problem//2917. Communication or transmission problem///2896. Corrected h6 medical device ¿ problem code: electrical /electronic property problem/device sensing problem//2917.